Event description:
It was reported by the customer that a pyxis anesthesia es system prompted an error message during middle of a procedure with a patient on the table. Customer also stated that they cannot open database "dsclientoltp" requested by the login. The customer added that this malfunction caused a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-jun-2022 to 05-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device prompted an error message during middle of a procedure with a patient on the table. The technical support specialist found that the error message was due to database corruption. Dropped the database, repaired med application, and performed full synchronization to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the error message was due to database corruption. A technical support specialist dropped the database, repaired med application and performed full synchronization to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system prompted an error message during middle of a procedure. Customer stated that they brought an alternate drug box for emergency use and no harm was reported. There were no adverse events or injuries reported based on this event.